Manufacturer narrative:
The index procedure was prompted by silent ischemia. The subject was not taking dapt within 24 hours of the event. The investigator assessed the event as possibly related to the antiplatelet medication. Cec adjudicated the bleeding event barc type 5b and the death as vascular due to bleeding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. Approx 11 months post index procedure, the patient suffered a post traumatic cerebral hemorrhage (stroke). The patient was treated with surgery but passed away. The death was assessed as non cardiac death. The investigator assessed the event as not related to the index device but probably related to anti-platelet medication.